Event description:
It was reported that the device had an occlusion/force sensor error. The product issue found while doing preventive maintenance testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found crack on top case and plunger case. Force sensor background (bgnd) test was found during force sensor test. The cause was the force sensor was broken. Replaced force sensor to fix the problem. Device passed functional testing.